Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac signal and CPR/motion artifact. At 06:41:49, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was sinus bradycardia at 40 bpm degrading to asystole. At 06:42:17, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole with electrode lead falloff and motion artifact. At 06:43:57, the electrode belt was disconnected. The patient passed away on (B)(6) 2022. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.